Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Report indicated that the patient experienced redness and slight discharge around the stoma site. The stoma site was treated with betnovate cream and cleansing, improvement was noted. On (B)(6) 2017, the nurse reported from a home visit that the stoma site remained red and oozing with some pain. Small granuloma was also noted at the stoma. On (B)(6) 2017, patient was seen by the physician for stoma site review. The physician prescribed antibiotics flucloxacillin 500mg 4 times a day (qds) for one week for stoma site infection and maxitrol ointment topically twice a day (bd) for one week for granuloma to peg site. Improvement was noted. On (B)(6) 2017, antibiotics were stopped and maxitrol ointment was continued. Patient was encouraged to continue to clean stoma site frequently. There was no interruption to duodopa therapy.